Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on the display window and a missing end cap sticker.

Event description:
The customer reported via telephone call that the insulin pump had a blank display and the blood glucose ran high. The insulin pump also alarmed for a failed battery test. The issue was not resolved with battery changes. The blood glucose reading was 242 mg/dl. The insulin pump was not dropped or exposed to moisture, but the battery cap threads appeared to be cracked. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.